Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: a portion of the separated guide wire remains in the pt's anatomy. Device issue: guide wire separation. It was reported that the guide wire separated into three pieces and a portion of the guide wire remains in the pt's anatomy. An alligator clip was used in an unsuccessful attempt to remove the separated guide wire tip. Therefore, the separated guide wire remains in the pt's anatomy. No add'l event or pt info is available.

Manufacturer narrative:
.